Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose (bg) levels (approximately 500 mg/dl) and the cause was not known. The customer was admitted to the hospital and was treated with intravenous fluids and insulin via injection. Reportedly, on (B)(6) 2018, bg was stable and the customer was discharged. The pump supplies were changed on (B)(6) 2018 and a bolus had been delivered. The customer had deliberately reduced the calculated food/correction bolus and was more comfortable with the after-bolus bg levels. A pump system check was performed and no device issues were observed. Reportedly, the customer inserted a new infusion set site and resumed insulin delivery.